Manufacturer narrative:
Info received from the doctor indicates that the implants were removed because of their location, not because of a failure to integrate.

Event description:
Implants did not integrate. Exact date of occurrence is unknown.